Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site after weight loss. Surgical intervention is planned to replace the ipg.

Event description:
Additional information was received that the patient had their ipg replaced and the ipg pocket revised to address ipg site pain on (B)(6) 2024. Therapy was restored. Follow up indicated the pain had resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.